Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in an inappropriate shock. This system was tested in clinic, however; automatic testing failed in all three vectors. Additional testing was done via provocative maneuvers and noise was appropriately sensed. The r-wave was noted to still have low amplitude. Device data was sent to technical services (ts) for review. Ts provided programming options and further troubleshooting options. An x-ray is expected to be performed to evaluate the system placement. The system was deactivated and the patient was admitted to the hospital until further evaluation can be completed. No additional adverse patient effects were reported.